Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance values almost reaching 125 ohms. It was suspected the increase is due to calcification. The physician will evaluate lead replacement at the time of a routine generator replacement. At this time, the lead remains in service. No adverse patient effects were reported.